Event description:
It was reported to vyaire medical that when the turbine was installed, the vela ventilator had stopped its ventilation and made low pressure and circuit occlusion alarm during patient use. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer also placed an order and parts will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.